Manufacturer narrative:
The device was returned for analysis. The returned device analysis confirmed the reported leak and gripper lever movement. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported lever movement appears to be related to a normal function of the device. The reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds), when moving the lock line lever, the gripper line lever also moved outwards approximately 15mm. A significant leak was observed between the cds handle and lock line and gripper line lever. The device was not used, there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding this issue.